Event description:
Rn used set with dextose 5 with 1/2 normal saline and mefoxin. At the 2nd clave the solution turned blue. The solution was blue for approx 24 inches, but did not reach the pt. It looks as if a blue pellet or solution is in the clave above the y-site. The set has an extension hooked to it but this is about 6 inches below the clave where the blue color starts. Called co stat-line and talked to a rep. She will send facility a mailable box to mail sample in. She said no set should have "blue" coloring in it. Co to test solution and report back to facility.